Event description:
It was reported that during follow up check, the implantable pulse generator (ipg) exhibited rapid battery depletion due to high output. The ipg remains in use. No patient complications have been reported as a result of this event.